Event description:
It was reported that during testing, the device exhibited a failed accuracy test. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection revealed a cracked battery door. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was unable to be replicated. The device passed all tests, functioned as intended and within specifications. The root cause of the issue was unable to be determined as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.